Manufacturer narrative:
Additional information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, the lens implant deployed in a w shape and not a tile shape when testing the injection into a cup before touching the patient.

Manufacturer narrative:
The product was returned. Solution was dried on the lens. One haptic is slightly bent in the distal area. The lens was cleaned with lphse for further evaluation. No optic damage observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. An unspecified cartridge was indicated. It is unknown if it was an company product. The company model is only qualified for use in the company (a) and (b) cartridges. It is unknown if a qualified cartridge was used. The is viscoelastic is not qualified with the company combinations. The product investigation could not identify a root cause for the reported event. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.10. Due to the new information received from the customer that this was a folding of the lens issue during preparation. There was no patient contact, this is a not reportable event. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).